Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the user observed damaged cable on the prograsp forceps instrument. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and there was no damage identified. No issue related to the instrument functionality observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube approximately 0.2365 from the distal tip. No material was found missing. Components adjacent to this broken main tube does not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.